Event description:
Guidewire was placed into left common femoral artery and when removed the guidewire sheath peeled away from the wire. Pt is an elderly male who presented with bilateral lower extremity lifestyle-limiting claudication. A preoperative angiogram demonstrated extensive left common femoral artery disease and a right superficial femoral artery occlusion with distal reconstitution. He was scheduled for a left femoral endarterectomy and a right superficial femoral artery stent via antegrade right common femoral artery access (previous kissing iliac stents).   A longitudinal incision in the right groin over the right common femoral artery extending distally from in the inguinal ligament onto the superficial femoral artery. We dissected down to the artery using electrocautery and sharp dissection. We dissected the proximal common femoral artery circumferentially and encircled it. We also circumferentially dissected and encircled the profunda and superficial femoral artery as well as several side branches. The common femoral artery and proximal superficial femoral artery were very heavily calcified, but we were able to find relatively soft locations for our clamps.   Next, we administered intravenous heparin and clamped the common femoral artery, profunda, and superficial femoral artery. We used a #11 blade to make a longitudinal arteriotomy in the common femoral artery and extended it onto the superficial femoral artery. We performed our endarterectomy, ensuring that there were no free-floating flaps or luminal irregularities; we performed an eversion endarterectomy of the profunda origin and obtained good back bleeding from the vessel at the conclusion of the endarterectomy. We then sutured the bovine pericardial patch onto the arteriotomy using a suture in a running fashion. We flushed and removed our clamps and obtained hemostasis with repair sutures and manual pressure.   We then turned our attention to the right groin. Using ultrasound guidance and a micropuncture system, we accessed the right common femoral artery in an antegrade fashion and attempted to pass a wire down the superficial femoral artery. We noted on ultrasound and fluoroscopy that the vessel was very heavily calcified. We were able to pass a wire into the profunda but could not track a wire into the superficial femoral artery despite multiple attempts at access using both a micropuncture and an 18 gauge access needle. After several attempts under both ultrasound and fluoroscopic guidance, we decided that the patient would benefit from a right femoral endarterectomy with endovascular intervention on the right superficial femoral artery at that time.   As a result, we concluded our procedure at this point. We closed the left groin incision with multiple layers of sutures and tissue adhesive.